Manufacturer narrative:
The investigation into the hemolysis has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to root cause; only the clinical report was evaluated. Based on the clinical details, the root cause of the hemolysis was ingested biomaterial. The failure mode will be monitored and trended.

Manufacturer narrative:
The pump was returned and an evaluation of the device is pending. Upon completion of the investigation, a supplemental report will be filed.

Event description:
The complainant reported a 55-year-old male patient presenting for elective placement. During impella support, it was noted that the patient developed hemolysis. An echocardiogram was performed and it was discovered that the impella had gotten caught around the papillary muscle. Repositioning of the impella was completed successfully, however the patient's ldh level continued to rise. The decision was subsequently made to replace the device with a new impella cp pump.